Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a surgery to replace the lead then the patient travel back to iraq and complain received from the patient.

Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that who after covid-19 (unrelated) experienced pain at the leads site and tract 26x4 mm in the subcutaneous layer with increased echogenicity of the surrounding tissue suggestive of sever inflammation. Patient was given parenteral antibiotics and anti-inflammatory medication , but her symptoms are still there. It was further reported that patient underwent interstim ii implant on (B)(6) 2019 and after 7 days of the implant and when she returned back to her country she developed infection at the site of the battery and infection was managed conservatively. During the 1st 6 months post implant she showed an acceptable response for her symptoms with 60-70% improvement, in (B)(6) 2019(5 months after implant) she had history of falling down, and sensation of the stimulation has changed and her symptoms are back. X-ray showed minor change in the position of the lead, however, when reprograming was done we could find a good stimulation motor and sensory and patient was given 4 programs . Patient had on and off symptoms pain and aches around the battery site and total improvement was not more 50%, no further complications were reported/anticipated at this time.